Manufacturer narrative:
9615332-2017-00106 is associated with argus case (B)(4), biotene dry mouth gentle oral rinse mild mint solution.

Event description:
Consumers caregiver called in regarding her patient was thinking she was taking her metamucil and instead had swallowed biotene. [Accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2017, the patient started biotene dry mouth gentle oral rinse mild mint solution at an unknown dose and frequency. On (B)(6) 2017, less than a day after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene dry mouth gentle oral rinse mild mint solution. Additional information: adverse event information was received on (B)(6) 2017. The consumer's caretaker called in reported about biotene oral rinse size not specified and stated that her patient was thinking she was taking metamucil and instead had swallowed biotene.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2017, the patient started biotene dry mouth gentle oral rinse mild mint solution at an unknown dose and frequency. On (B)(6) 2017, less than a day after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene dry mouth gentle oral rinse mild mint solution. Additional information: adverse event information was received on (B)(6) 2017. The consumer's caretaker called in reported about biotene oral rinse size not specified and stated that her patient was thinking she was taking metamucil and instead had swallowed biotene. Follow up information was received on (B)(6) 2017. The product was updated to "biotene oral rinse" with lot 7c055c and expiration date 12 february 2020 which was previously coded as biotene dry mouth gentle oral rinse mild mint solution. The action taken with the suspect biotene oral rinse was unknown. Consumer caregiver stated that she swallowed approx 1 tablespoon to 1/4 cup of biotene fresh mint oral rinse and had suffered no illness. She also stated that this was not the first time she had swallowed biotene.